Event description:
Customer called lfs on 5/2002 alleging their meter was reading low. The test strips showed no reaction or color change after applying blood. Paramedics were called because patient's meter was reading at 1 mg/dl. Family member retested patient and again patient got a 1 mg/dl. User was sweaty and aware of what was going on. Family member gave patient orange juice to try to bring up result. When tested by the paramedics reading was 265 mg/dl. Patient was not taken to the hospital. When patient tested with a new vial of strips patient was in their mid 300's. Family member said that the other strips they used were not absorbing like they should. Replacing 50 of patient's strips and sending control solution.